Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned for for normal battery depletion. Cpi analysis found the device did not meet longevity expectations.